Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt noticed a sore over the ipg site about 2 weeks ago. Note the patient is bedridden and has a history of sores. The physician explanted the ipg but the leads were left in situ. The physician ruled out an infection.